Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized because of the insulin pump. He stated he just went out of the hospital and needed assistance with his insulin pump. Customer stated that he was seeing open circle during priming of the insulin pump. The customer was assisted and was advised the reason why there was an open circle on the insulin pump was because there was a temp basal. No further information provided.